Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the d3 open and d37 shorted on the power management pcba prevented the ventilator from operating on backup battery.

Event description:
The field service engineer reported that during performance verification test the unit failed the battery test. The customer reported there was no patient involvement.